Event description:
MFR received a report of a manual wheelchair user catching his shirt sleeve on fire when it came in contact with the burner of a stove. As a result, the user sustained second and third degree burns, and later died. This MDR is being submitted as the result of an FDA investigation. Firm's position continues to be that device did not cause or contribute to this incident and is therefore not reportable. However, in order to avoid any disputes with the FDA, co is filing these reports.